Event description:
Information received indicates, the bed has no head up function.

Manufacturer narrative:
The technician found the cover was caught on the CPR lever causing it to engage the CPR function. The technician reinstalled the cover to repair the bed.